Event description:
The metal stiffener was bent and there was a white substance noted on the pigtail portion of the drain. This was not used, and the patient was not harmed. It seemed to be defective.